Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system does not bootup completely. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked the logs file, can communication missed and confirmed that box tbcb and sibbox unit were suspicious to be defective. Fse replaced the box tbcb board. Later, the reported issue reoccurred. The defective sibbox unit was returned for failure analysis and was not able to confirm the failure. Fse replaced the sibbox unit, downloaded sibbox unit software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement was not functioning. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.